Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that master tool manipulator (mtm) grip would not open automatically. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon manually opened grips however, it took surgeon more time during the procedure. The procedure was completed robotically. The surgeon had to do a hard reset on the robot after finishing the first case. The procedure was completed with same surgeon side console (ssc); however, surgeon expressed difficulty and prolonged dock time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The master tool manipulator left (mtml) was analyzed and upon visual inspection the grip inner and outer springs were found to be bent. The mtml was installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing on grip auto calibration. Once testing was completed, the gimbal handle was further tested and was verified that the grip inner and outer springs were found to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to damaged grip inner & outer springs.